Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was not previously serviced for the reported condition of started smoking and alarming while they were trying to set the pump up for a patient. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. Access was obtained via the femoral artery. The 85% stenosed, 2.5x20mm target lesion was located in the severely calcified, moderately tortuous left anterior descending artery (lad). The lesion was predilated with a 1.5x15mm balloon and then the 2.5x16mm taxus liberte stent was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and the physician attempted to cross the lesion with a 2.5x8mm taxus liberte stent but this device was also unable to cross the lesion. The procedure was ended at this point and the physician recommended a rotational atherectomy procedure at a different hospital. No patient complications were reported and the patient's condition is stable. However, returned product analysis revealed a shaft break.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which had visible smoke coming from the pump's tubing channel was confirmed during product evaluation. This condition was caused by the main battery harness shorting against the center housing. The main batteries and batter harness were replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted. This device is a remediated colleague pump with a user interface module software version of (B)(4).

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump which had visible smoke coming from the pump's tubing channel. This event occurred during set-up for a patient infusion in the facility's main recovery care area. A patient was not connected to the pump at the time of this event. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.the user interface module software version of this pump is currently unknown.

Event description:
During evaluation, the display screen was found to be dislodged. A review of the pump history indicated loss of cartridge detection had occurred.